Event description:
Unit was assembled, primed & tested. Ultrasound power initally at 70 max, surgeon control 75cm bottle height, asp rate 13, vac 0. Lens "very hard"-dr requested ultrasound power increase to 100. While using 100 power. Area of whiteness noted around incision. Case proceeded at 70 power.